Manufacturer narrative:
The device is not available for evaluation. Additional information will be submitted within thirty (30) days of receipt. Product will not be returned.

Event description:
Approximately eleven months after implantation, the site reported that the patient experienced a high power event. Upon arrival at the hospital the patient complained of abdominal pain and said she heard her pump ¿grinding¿. Heparin was started. Tpa and pump exchange were not being considered at this time. The patient was stable. The patient later began to experience an increase in liver enzymes and blood glucose; and progressed into an ischemic bowel per the gi doctor. Heparin was stopped three days later. Support was withdrawn on (B)(6) 2013; the patient expired.

Manufacturer narrative:
Hvad pump was not returned to heartware for evaluation as it remains implanted post-mortem. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as high watts alarms that correlate with the reported event. The cause of the reported event cannot be conclusively determined. Based on review of the available information, there is no evidence to suggest that the reported event relates to a device defect. No additional information will be forthcoming.

Manufacturer narrative:
Corrected data: type of reportable event.